Event description:
The reporter did back to back (rapid succession) blood glucose, using the same finger stick. Reporter's results 39 and 101 mg/dl. Reporter did not have any symptoms. Control testing was not done due to unavailability of control solution. On follow-up, the reporter stated that when testing, reporter had been applying blood on the white area of the strip, oversaturating. Reviewed proper application technique with reporter. No harm was alleged.